Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Upon further assessment of provided information and CT scans hcp opined that - the issue has been reported as an aseptic loosening. There is clear radiolucence and cysts visible around the anterior tibia. The implant is loosened and clearly anteriorly subsided. The talar shows a little radiolucence. However, clear loosening cannot be confirmed here. The underlying cause is also not clear, a patient related factor due to poor bone substance is likely, however failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was attributed to a patient related issue. The failure was likely caused as a result of poor bone substance of the patient. If the device is returned or if any additional information is provided, the investigation will be reassessed.